Event description:
A customer reported that a abbott diabetes care (adc) device sensor was applied and metal needle stuck in sensor after application. The customer experienced bleeding and a non-healthcare professional removed the needle for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.